Event description:
N/a.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,d9,e3-occupation,health prof,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 03/30/2026. An investigation was conducted on 04/21/2026. Two devices were returned. One device was marked as reject and the other device was marked as t.o. A gfe was sent to the account manager who clarified that two devices were sent back, one that failed during the procedure and one that wa used to complete the procedure. See attached email. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on both devices. On the t.o device, the heater wire was observed to be intact. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method. The device successfully transected tissue four (4) times. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test. The resistance value was measured at 0.68 ohms which is within specification. The device passed the temperature measurements test. On the device marked as reject, the heater wire was observed to be intact. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method. The device successfully transected tissue four (4) times. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test. The resistance value was measured at 0.68 ohms which is within specification. The device passed the temperature measurements test. Based on the returned condition of the devices as well as the evaluation results, the reported failure "electrical /electronic property problem" was not confirmed. The lot # 3000523769 history record review was completed. There was one (1) ncmr documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw (B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that vasoview hemopro 2 stopped working in case. The cord and box were checked. A new vasoview hemopro 2 was used to complete the case. No patient harm was reported. No delay was reported. The pre-cautery test performed and the device passed. The power setting on the hemopro power supply was set at 3. The beeping sound was heard at the beginning and then stopped.